Manufacturer narrative:
The insulin pump passed displacement test, rewind, seating, basic occlusion test and self test. No display anomaly noted. The insulin pump passed leak test. However, the insulin pump was received with cracked keypad overlay at the center circle button, cracked reservoir tube lip, scratched case and severely scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had physical damage. The lcd screen had deep scratches and some discoloration on the corner of the screen. It was stated that the customer can put their nail through the scratched screen and feel it. The blood glucose reading was unknown. The customer does not know how the physical damage occurred. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan. The insulin pump will be replaced.